Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date has been estimated. It was reported that the patient developed a pseudomonas aeruginosa driveline infection. Antibiotics were administered.

Event description:
The event date has been estimated. It was reported that the patient had a pseudomonas aeruginosa driveline infection. In (B)(6) 2021, the patient was given tazobac intravenously for 14 days and cipofloxacin orally for 3 months. In (B)(6) 2021, the patient was given tazobac intravenously for 14 days. In (B)(6) 2021, the patient was given meropenem intravenously for 14 days and ciprofloxacin orally for 3 months. In (B)(6) 2022, the patient was given ceftazidim intravenously for 7 days and meropenem intravenously for 14 days. In (B)(6) 2022, the patient was given meropenem intravenously for 21 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.